Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s (lot: 232430064); product type: implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open and experienced resistance in the catheter hub. The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery (ica) aneurysm. The landing zone was 5mm distally and 5mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered. The angiographic result post procedure was good, perfectly treated. It was reported that the patient underwent treatment of a left ica aneurysm, paraophtalmic with flow diverter (flex with shield 5x10mm). Vessel tortuosity was not so much and access was established easily. Microcatheter was placed in the m1 and healthcare provider (hcp) tried to open the pipeline at the carotid t by the described and right techniques. When pipeline was not opening the hcp tried to recapture/resheath the device to move the sleeves away but the pipeline was not opening after a second try. After that the hcp tried the drag and drop technique, but also a third attempt failed. Hcp tried to push more and load the system to open but it would not open. The hcp decided to take it out and try another one. By retracting the pipeline again out of the phenom 27, the pipeline and sleeves got stuck in the hub of the microcatheter. After that a 4.75x10mm was placed and this one perfectly opened distally and over the total length. There was resistance in the catheter hub. The catheter was flushed continuously with heparinized saline. The pipeline did not become stuck. There was no damage to the catheter or pushwire. There was failure to open in the distal section of the pipeline. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from patient with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. Ancillary devices include a ballast 088 (balt) guide catheter, synchro (stryker) guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the event was not determined. The pipeline was in a straight segment and not a vessel bend when it failed to open.